Event description:
It was reported that during use of the bd syringe 60ml ll brazil the luer lock tip was damaged. The following information was provided by the initial reporter, translated from portuguese to english: product with the luer lock damaged, it does not connect due this issue.

Manufacturer narrative:
H.6. Investigation: one (1) sample and two (2) photos were provided by the customer for investigation. The sample was visually examined using unaided vision. Part of the luer lok® collar on the tip is damaged and pressed inwards towards the tip. The piece of the luer lok® collar which has been damaged is pressed inwards indicating that the force which damaged the tip likely came from an external source or object after the syringe was molded. Two (2) photos were also provided by the customer for investigation. One (1) photo shows the tip of the syringe. This photo shows that part of the luer lok® collar on the tip is damaged. The second (2nd) photo shows the top web of the blister pack providing the material description and material number. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. The damage to the luer lok® collar is indicates that the collar made contact with a hard surface causing the collar to be damaged. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd syringe 60ml ll brazil the luer lock tip was damaged. The following information was provided by the initial reporter, translated from portuguese to english: product with the luer lock damaged, it does not connect due this issue.